Manufacturer narrative:
Unit passed the self test and displacement test. All buttons functioning properly. However, found corroded keypad traces during visual inspection. The keypad connector j2/lcd locked properly during visual inspection. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the up arrow button on the insulin pump was not responding. The customer¿s blood glucose level was unknown at the time of the incident. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.